Event description:
The customer reported that while running an hcv assay, summit sample handler, did not aspirate lyse buffer and did not give an error message. A field service engineer was dispatched and duplicated problem. No death or serious injury was associated with this event.